Event description:
It was reported that the device was explanted due to a serious case of skin erosion. In 2010 a subclavicular implantation occurred. After implantation, a repositioning of the device occurred on (B)(6) 2011. The skin erosion became worse to the point where the implanted device penetrated the skin. The device was explanted and a new device was implanted in the abdominal area.

Manufacturer narrative:
(B)(4).